Event description:
The customer contacted baxter's service center regarding a leak which occurred on the home choice (hc) during drain 1 of 2. The caregiver (cg) stated the home patient (hp) disconnected from the patient line some how in his sleep and woke up to a wet bed. The hc display was showing drain 1. There were no alarms. There was air in the patient line. The patient was not connected at the time of the alarm. The patient had not pressed go prior to connecting. Patient extension lines were not in use. The patient had disconnected inadvertently as the patient line had separated from the transfer set for an unknown reason. The patient did not reconnect. All of the bags were properly connected and there were no open clamps on unused lines. Nothing unusual was noted about the supplies. The patient did not have any pets that could damage the supplies. There was no damage noted on the overpouch or carton in which the cassette was delivered. A sharp object was not used to open the overpouch or carton. The supplies were not damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the hp, and there were no samples available. The baxter technical services representative (tsr) assisted to end therapy and explained to discard all supplies and advised to report the incident to the hp's peritoneal dialysis registered nurse the next morning. The hp was to finish that night's therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.